Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported the touchscreen was not working. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of this report: 05nov2019. The customer has ordered the replacement touchscreen to resolve this issue.